Event description:
Device 5 of 5. Reference MFR report: 1627487-2011-03422, 03424, 03425, 03426. The pt received a scs system on (B)(6) 2011. It was reported that the pt system was explanted on (B)(6) 2011 due to skin erosion by the lead and an undetermined infection. The pt was treated with IV antibiotics. Attempts to gather add'l info have been unsuccessful. No further info is available at this time.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilisation records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.